Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use and no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker had no sound. It was determined that the speaker was defective, due to wires being broken. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.